Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, when firing the device, there was poor staple formation. To resolve the issue, the surgeon had to resect and re-staple the tissue using a stapler of the same type.

Manufacturer narrative:
Correction: e1 address and phone number additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife did not cut the media cleanly and completely, due to the noted knife blade damage. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that during the laparoscopic sigmoid colectomy, when firing the device, there was poor staple formation. To resolve the issue, the surgeon had to resect and re-staple the tissue using a stapler of the same type. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain that the section of tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.